Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor saline breast implants that the left side deflated after implantation. The issue of deflation was diagnosed visually and by palpitation after initial surgery. The doctor reported there was an issue with defective leaf valve with both left and right implants. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2016. This report is for one of the two implants.